Manufacturer narrative:
We were made aware that our electronic submissions failed and were not received by FDA. A CAPA was opened to address this issue and this report is being electronically resubmitted to correct the error of the first failed submission (submitted on 07/26/2023). Distributor, importer and manufacturer are under the ws audiology compliance system.

Event description:
In this event, patient was traveling and woke up to the smell of smoke while signia portable charger was plugged in; photos provided show the cable had melted and detached from plugged in charger. Results of technical investigation showed local heat damage near usb receptacle (nothing was observed that would indicate fire); the device enclosure and cable insulation is warped and discolored, consistent with exposure to heat. The usb cable connector was detached from the usb cable and is attached to the usb receptacle, which is consistent with the usb cable being pulled from the device while the usb cable connector was hot. Findings support the suspected root-cause that a short circuit developed in the usb connector or usb receptacle due to corrosion, bent pins, or foreign debris. Corrective and preventative actions have now been implemented and documented in a CAPA. Preventative action was taken to reduce the portable charger's maximum battery capacity from 100% to 80% to prevent extensive battery reactions during battery short-circuit. Preventive measure was verified to be effective in further reducing the possibility and sufficient energy to cause severe melting cases. No further root causes have been identified.